Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-700, lot # s3tdh, description: triathlon prim cem fxd bplt #7, cat # 5551-l-401, lot # lcf991, description: triathlon asym patella a40x11. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Device not returned.

Event description:
The arthroplasty was revised due infection. The components were implanted in situ for ~ 0.3 y. The tibial insert, tibial tray, and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 2.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The explanted devices were not returned however some photographs were provided. Visual inspection of these photographs did not provide anything of note to the investigation. DHR review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Chr review confirmed that there have been no similar events for the lot. Chr review confirmed two other events for the reported sterile lot. Trend request number (B)(4) has been submitted. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
The arthroplasty was revised due infection. The components were implanted in situ for approximately 0.3 y. The tibial insert, tibial tray, and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 2.